Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 27. This condition had the potential to interrupt delivery. This condition was found in the biomedical department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
(B)(4). The follow up MDR 001 should be (B)(4) 2012.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with f27 was confirmed during product evaluation. The root cause of the reported problem was determined to be due to a malfunction in the slide clamp detection circuit as a result of loose sensor connectors.